Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a sticky latch lock, peeling of the downstream occlusion (dso) seal, and a scratched lcd lens. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the latch lock was latched but not locked. The root cause was determined to be an inoperable latch lock flex. The latch lock flex was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not acknowledge when the cassette latch was locked. It is unknown if there was patient involvement, no adverse patient effects were reported.